Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga the needle pulled free. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that "when removing cap from IV, catheter remains in cap and needle pulls out."

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga the needle pulled free. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that "when removing cap from IV, catheter remains in cap and needle pulls out. "

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.